Event description:
Reporter indicated a vns patient was having painful stimulation in the neck since (B)(6) 2012. The vns settings were lowered, and diagnostics indicated normal device function. It was later reported the patient was having increased seizures, and was having painful and erratic vns stimulation. The patient was later referred for vns generator replacement surgery due to the painful stimulation and increased seizures, and surgery occurred on (B)(6) 2012. The explanted generator will not be returned as the hospital does not return explanted devices. All attempts to the reporter for additional information have been unsuccessful to date.

Event description:
Reporter indicated that since the patient's vns generator was replaced on (B)(6) 2012, the patient's increased seizures, painful stimulation, and erratic stimulation have resolved.